Event description:
A report was received that the patient lost stimulation and it was determined that every contact on the leads showed very high impedance values. Database analysis revealed almost all of the electrodes with high impedance values. The patient underwent a procedure where the leads and splitters were replaced. Device malfunction was suspected due to a lead fracture at the distal point of the clik anchor. The patient was reportedly doing well postoperatively.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2316-70, serial #: (B)(4), description: infinion70 cm lead kit model #: sc-3400-30, serial #: (B)(4), description: infinion splitter 2x8 kit (30 cm). Model #: sc-4316, lot #: 16637199, description: next generation anchor kit-sterile. Sc-2316-70 (sn (B)(4)) device evaluation indicated that the lead passed mechanical test performed. The complaint has been confirmed. Visual (microscope) and x-ray inspection of the lead revealed that all of the cables were completely broken at the bent/kinked location of the lead, approximately 27 cm from the distal end. The bent/kinked location is 1 cm from the set screw mark of the clik anchor. No cables are exposed at the fracture site. Sc-3400-30(sn (B)(4)) device evaluation indicated that the splitter passed visual, electrical, mechanical and photographic imaging tests performed. The complaint was not verified. A test infinion lead was inserted into the splitter connector without any anomalies. Device exhibits normal device characteristics. Sc-4316: the clik anchors are intact and no parts of it are missing.